Event description:
It was reported that the patient received inappropriate therapy due to a right ventricular lead dislodgement. The lead was oversensing and sensing decreased. Impedance had also decreased and was low, and there were several short interval counts (sics). The capture threshold increased and there was no capture. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4296-88, lead, implanted (B)(6) 2014, 5076-52 lead implanted (B)(6) 2014. (B)(4).